Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "when fired, pieces of plastic filament shot out with 3 clips. Had to pull plastic pieces out."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the covertube on the shaft was flaring out. The root cause of the customer's experience was likely the damaged shaft causing the plastic of the trocar to be scratched off and particulate. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.